Event description:
Country of complaint: (B)(6). Complaint states: needles spontaneously release.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 5 unopened race-packs and 1 opened. Analysis and results: there are no previous complaints of this code batch. OEM manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Received five closed samples and on and unused sample, with the needle detached from the thread and the thread is still wound on the pack. Tested the needle attachment of the closed samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results fo the closed samples received fulfill the specifications of the OEM, OEM takes note of this incidence in order to assess if new or additional actions are needed. Actions on product: not applicable. Corrective/preventive actions: not applicable.